Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor passed per specification. Also performed bicarbonate buffer test and the sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 105 mg/dl compared with the sensor glucose reading of 42 mg/dl. The customer also reported that the insulin pump alarmed calibration error alert and change sensor alert. The customer stated the label fell off. The customer was advised to return the sensor back for analysis, and was sent a replacement sensor.